Manufacturer narrative:
As reported, the white tube of a 5f mynxgrip vascular closure device (vcd) did not descend to the access site when the gray section of the handle was shuttled down during deployment. During deployment, the user was unable to successfully shuttle down the gray device handle and sheath despite several attempts, reporting resistance and failure to reach the usual position, although no unusual force was applied. There was no reported patient injury. The device had been prepared per the instructions for use (IFU), and nothing abnormal was noted prior to the attempted deployment. The mynx vascular closure device (vcd) was used in an interventional procedure utilizing a retrograde approach. The deployer was certified to use the mynx device. A non-cordis 5 french non-cordis sheath was used during the procedure. The suitability of the femoral artery was confirmed via angiography, including verification of the insertion angle of the vascular sheath introducer. The punctured vessel was arterial, with a diameter verified to be greater than or equal to 5 mm. The vessel was within normal anatomical limits, with no significant peripheral vascular disease (pvd) or calcification observed in the access or surrounding vessels. Hemostasis was achieved using manual pressure. During deployment, the user was unable to successfully shuttle down the gray device handle and sheath despite several attempts, reporting resistance and failure to reach the usual position, although no unusual force was applied. The white advancer tube was not visible during the procedure, even after multiple attempts, but became visible after removal and manipulation on the back table. Additionally, a white hard material not resembling the standard mynx sealant was noted on the wire near the balloon and dislodged during handling but remained inside the return bag. The device will not be returned for evaluation. A product history record (phr) review of lot f2507901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿shuttle-shuttle advancement issue¿ could not be observed as the device and sheath were not returned for analysis. The exact cause of the shuttle advancement issue could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the advancement issue reported. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. Regarding the reported ¿white hard material,¿ it was likely the sealant as the only other white component of the device is the advancer tube. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white tube of a 5f mynxgrip vascular closure device (vcd) did not descend to the access site when the gray section of the handle was shuttled down during deployment. During deployment, the user was unable to successfully shuttle down the gray device handle and sheath despite several attempts, reporting resistance and failure to reach the usual position, although no unusual force was applied. There was no reported patient injury. The device had been prepared per the instructions for use (IFU), and nothing abnormal was noted prior to the attempted deployment. The mynx vascular closure device (vcd) was used in an interventional procedure utilizing a retrograde approach. The deployer was certified to use the mynx device. A non-cordis 5 french non-cordis sheath was used during the procedure. The suitability of the femoral artery was confirmed via angiography, including verification of the insertion angle of the vascular sheath introducer. The punctured vessel was arterial, with a diameter verified to be greater than or equal to 5 mm. The vessel was within normal anatomical limits, with no significant peripheral vascular disease (pvd) or calcification observed in the access or surrounding vessels. Hemostasis was achieved using manual pressure. During deployment, the user was unable to successfully shuttle down the gray device handle and sheath despite several attempts, reporting resistance and failure to reach the usual position, although no unusual force was applied. The white advancer tube was not visible during the procedure, even after multiple attempts, but became visible after removal and manipulation on the back table. Additionally, a white hard material not resembling the standard mynx sealant was noted on the wire near the balloon and dislodged during handling but remained inside the return bag. The device will not be returned for evaluation.